Event description:
It was reported that during implant attempt, after insertion and positioning, the distal end of the lead appeared bent in a peculiar way. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the distal end/electrodes of the lead were bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.